Manufacturer narrative:
G4:27jan2021. B4:25feb2021. H11:g5:k102985. H10:the unit was swapped out there was no delay of therapy. The customer also mentioned that there were no alarms and the unit lost power. The power management board was replaced under field change order. The unit was tested and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15apr2021. B4:26apr2021. The power management board was returned to manufacturer to failure investigation (fi) for analysis. Unable to replicate failure. Cycle testing did not replicate reported failure. The unit exhibited nor spurious shutdown behavior. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer reported the unit shutdown. The customer confirmed the reported failure. The customer was unable to power the unit on. The unit was in clinical use, and there was no patient harm.

Manufacturer narrative:
G4:27jan2021. B4:20mar2021. H6: patient code: the unit was being set up for use when the event occurred. There was no delay of therapy when the unit was switched out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.